Event description:
The customer stated that upon observation of the needle set lodged in the safety device, it did appear that the needle was somewhat slanted toward the right side. There are 2 ridges that run through the center/top of the inside of the safety device. The needle tip itself, ended up aligned with right hand ridge as you look into the safety device. Normally the needle lines up in the center of the safety device.

Event description:
The customer reported that the needle did not properly withdraw into the safety device. It is unknown at this time if a needlestick occurred as a result of this event. The disposable set is unavailable for return because the customer discarded it. Patient information is unavailable at this time. This report is being filed due to insufficient information at this time to determine if a device malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the manufacturing records from both the (B)(4) factories were checked for problems relating to this event. No abnormalities were found. The needle guards of 4 retention samples from the referenced lot were examined. No abnormalities or deformations were found. Also, it was confirmed that the needles retracted fully into the needle guards. The needles did not come out of the needle guard when applying force to the tube at the base of the hub in the direction of the exposed needle tip. Root cause: the device was not available for root cause analysis. Similar incidents that have been reported in the past, have been the result of the user's lack of experience with the device. It cannot be ruled out that the incident occurred by the operator's incorrect technique during use.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.